Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the replacement surgery took place on (B)(6) 2021. The cause of the impedance issue is unknown. The patient has had many falls throughout the past few months due to his declining health and advancing parkinson's disease diagnosis. It is unknown whether the patient was falling during the time of the (B)(6) 2021 replacement. Impedances were ran 4 times at 1 ma intra-op during replacement. They visually inspected the extension during replacement but could not identify damaged contact or fractured wire. They also tried inserting and reinserting the extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) made an elective decision to replace the ins seven months before the normal replacement date. Manufacturer representative (rep) reports that during pre-op she discovered that contact 9 had impedance issues, the impedance on contact 9 was fluctuating. After the ins replacement the impedance on contact 9-11 indicated a short. Rep said contact 9 is not used in therapy. No symptoms were reported.